Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. The customer's blood glucose level was 404 mg/dl. They treated with insulin pump and declined troubleshooting for high blood glucose level. They also reported that the insulin pump had blank display after waking up. Troubleshooting was performed and the customer stated that the display returned. The insulin pump will not be returned for analysis.